Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 400 mg/dl while wearing a pod. The patient reports their controller would not hold a charge. Once at the hospital the patient was monitored and treated with intravenous fluids as well as insulin. The patients pod was removed on day 3 while being in the hospital. The patient was prescribed insulin. The patient was discharged from the hospital after 1 week. The patient will be using insulin pens as treatment until their replacement controller arrives.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.